Event description:
Unomedical reference number (B)(4). Event occurred in denmark. It was reported that the patient faced bent cannulas on various infusion sets. The duration of use of infusion set was one day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.